Manufacturer narrative:
D10: frame trolley s/5 aisys monitor rack upper 3 dwr sn (B)(6) ge healthcare. On march 25, 2025, an olympus field service engineer (fse) was dispatched to the user facility and checked the device on site in the presence of the hospital clinical engineer. No issue was found. On march 27, 2025, an olympus fse was at the customer's site again for a deeper check of the subject device with dedicated tools. The device passed all tests; no failures or defects were found. All checks were performed in the presence of the hospital clinical engineer. Olympus was not able to detect a failure. The device meets its specifications. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a laparoscopic surgery for diverticular disease, after the introduction of optic trocar, induction of pneumoperitoneum with carbon dioxide (co2) at 12 mmhg, placement of three additional trocars, exploration of the abdominal cavity, and lysis of adhesions, the patient experienced a drop in blood pressure and cardiac arrest, which resulted in death. The patient's family agreed only to a postmortem computed tomography (CT) scan, which documented a picture of systemic gas embolism and absence of vascular lesions. The device was checked before starting the procedure without detecting any anomaly. It did not give any error code until patient¿s death. No overpressure event occurred, and no device malfunction was reported during the procedure. It was noted that checks were performed on the devices used during the procedure, and the results were in normal range. The customer hypothesized role of gradient partial pressure of insufflated gas. The high-flow insufflation unit and the non-olympus anesthesia ventilator used during the procedure have been placed under quarantine.

Manufacturer narrative:
This supplemental report is being submitted to provide updates to fields d4 (UDI), g1, h7, and h9. Additionally, the log analysis during the event from the uhi-4 is captured in h11. Uhi-4 log analysis findings: -there were three times of overpressure, and no further overpressure occurred in the subsequent. -1st: the relief function was activated because the relief function was turned on. Overpressure continued for approximately 20 seconds. During this time, uhi-4 didn¿t delivered the air flow. -2nd: the overpressure occurred for 30 to 40 seconds with activated relief function. During this time, the measured pressure was not over 30 mmhg. There are fluctuation around 15 mmhg for 0.5 seconds. This is likely due to external force. -3rd: the overpressure occurred for 5 seconds. This behavior was similar with insertion of trocar. After that, there is evidence that the pressure was dropped about three times and air flow was delivered. There were no abnormalities with the behavior of uhi-4 . Log analysis conclusions: patient death due embolism without identified device problem. The device met its specifications. No problem detected. Either it was not confirmed that there was a problem with the device, or it was confirmed that there was no problem with the device.

Event description:
No additional information received from the customer.